Event description:
It was reported the patient presented with shortness of breath. Attempts to interrogated the device were unsuccessful as telemetry with the device could not be established. At the patient's last device check, approximately 2 months earlier, the battery voltage was recorded as 2.71. As the physician suspected a battery "malfunction", the device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.